Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had skin irritation from wearing a pod. The patient went to their doctor and the received a prescription for a steroidal cream (protonix 0.01%, and was directed to use it 2 to 3 times a day depending on how bad the irritation is).